Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 322 mg/dl. Caller stated that they were sedated for two days due to getting violent when their blood glucose was 19 mg/dl. Caller stated that they did have a low of 19, but was not wearing the pump at this time. The customer was treated for the blood glucose with their insulin pump for the high blood glucose at the time of admission. The customer stated that they were off the insulin pump less than 48 hours prior to admission. The caller stated that their sensors did not work. The customer would change their sensor and receive a message to change their sensor again. The customer was driving and could not stay on the phone to troubleshoot. The customer did not return the product back for analysis.